Manufacturer narrative:
The pump was returned to animas. Eval revealed that the force sensor resistance reading was out of calibration. Eval also revealed that the force sensor plate was damaged. Review of the pump history revealed two "no cartridge detected" alarms. During eval the pump did not detect the cartridge during the load step, dispensed fluid from the cartridge during the load step and remitted a "no cartridge detected" warning.

Event description:
The user alleged that the pump dispensed insulin from the cartridge during the load step. After rebooting the issue reportedly recurred.